Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. B5 updated with additional information. H6 medical device problem code revised to include 2917 device sensing problem from the initial manufacturer device report number 1220648-2025-27674.

Event description:
Additional information indicated that, during patient support, the pump experienced placement signal unreliable alarm.

Manufacturer narrative:
The investigation into the reported issue has been completed. Pump (B)(6) was run on (B)(6) from 1/20 to 2/23. Starting on 2/15, there are unreliable placement signal alarms. The logs show that placement signal went to 3000 mmhg as the contrast oscillated and logs further confirmed this optical behavior. Elements of the failure mode were reproduced during testing. When the console was turned on, there was a controller error for bad lamp confirmed by and the optical bench lamp was found to be off during this time. This alarm intermittently resolved and re-triggered during testing. The cause of the loss of placement signal and oscillating contrast was a malfunctioning lamp on the optical bench.

Manufacturer narrative:
The console was returned for investigation. Should new information be received, a supplemental manufacturer device report will be filed.

Event description:
In the companion manufacturer device report number 1220648-2025-26400 during the investigation of the pump data logs it was discovered the automated impella controller (aic) console was experiencing issues/flickering lamp during support.